Event description:
The laser system has the following problem: laser would not recognize footswitch". No adverse effects to pt were reported, the event happened during installation, no pt involvement.

Manufacturer narrative:
We are waiting for additional info from the distributor. We are unaware about pt injury, problem happened during device installation.